Event description:
I had the essure implanted in (B)(6) of 2008-2009 and about 6 months after I had it done, I started to notice problems such as a lot of very bad pain in my lower abdomen area and in my back, I have very bad headaches at times and nothing helps. I also have months where I have a period all month long and some months I don't have one at all. I have had some swelling and bloating that I had never had before the procedure and I have dizzy feelings it just comes and goes. I have been to the doctors and they don't know why I have all the symptoms I have. I have even been to the health department and still no answer. This essure is the only thing that has changed in my life that could be causing my problems.